Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected failed battery test alarms were noted. However, the detailed trace analysis confirmed low battery alarms. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the failed battery test occurred during normal use. The customer stated that there was a replaced battery now alarm. The customer stated that the battery in use was aa alkaline. The customer was advised to insert new battery. The customer stated that the pump alarmed again. The customer will be sent a replacement pump. The customer will return the pump for analysis.